Event description:
Per the clinic, the patient experienced pain and the patient subsequently underwent a skin revision surgery to remove hypertrophic scar/keloid at the abutment site on (B)(6) 2025. The abutment was also removed during the same surgery. The internal fixture remains.